Event description:
It was reported that during a coronary stenting treatment procedure, a stent foreshortening occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, concentric, de novo target lesion was located in the non-tortuous and moderately calcified left anterior descending (lad) artery, with a vessel diameter of 3.50 mm and length of 45-50 mm. After a 0.14 non-bsc guidewire was used to cross the lesion, a 2.50 mm x 12 mm non-bsc balloon catheter was used for pre-dilation which reduced the stenosis to 40-50%. A 3.50x20 mm promus element plus drug-eluting stent was advanced and deployed. During post-dilation with a 3.50 mm x 15 mm non-bsc balloon catheter stent foreshortening was noted. A 3.50x38 promus element plus stent was then implanted in an overlapping manner and the procedure was completed. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).